Event description:
One month after implantation, the patient felt pain in the knee, the arthroscan confirmed the problem. In 2007, there was a revision surgery to remove the device and replace with an additional screw.

Manufacturer narrative:
No product to be returned to evaluate.